Event description:
The patient presented to the emergency room with phrenic nerve stimulation. The right atrial lead had dislodged. The lead was repositioned, however dislodged again. The lead was replaced.

Event description:
Boston scientific crm received information that this device was subsequently explanted. There was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by (B)(4) laboratory. Initial testing noted a possible performance issue concerning the longevity of this device. Additionally, this device is included in the shortened replacement window advisory ((B)(4) 2007).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.